Event description:
Additionalinst. Involved: adjustable jig removal inst. W/ removable handle; acg a/p femoral positioner; reamer t-handle' femoral/tibial pusher; tibial pusher.sales representative furnished the equipment involved for use in a total knee replacement. When doing a routine follow-up x-ray on the patient's knee, eiscovered a foreign object. Patient underwent a procedure to remove object which turned out to be a set screw. This screw was the size that could have been from any of the devices listeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.